Manufacturer narrative:
Philips service adjusted the beam propeller potentiometer and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a stand movement issue occurred due to the beam propeller position being out of range on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.